Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set experienced leakage. The following information was provided by the initial reporter: when priming on alaris pump set, it was noted that the tubing was leaking at the area that would be inserted into IV pump at the top.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set experienced leakage. The following information was provided by the initial reporter: when priming on alaris pump set, it was noted that the tubing was leaking at the area that would be inserted into IV pump at the top.

Manufacturer narrative:
H.6. Investigation summary: a sample was received and tested by our quality team with the reported issue of leakage from silicone pump segment. The infusion set was primed with saline solution and the leak was immediately noticed near the bottom of the silicone section near the blue clip- this verified the leakage complaint. The manufacturing plant was made aware of this issue for further investigation into the root cause. After further analyses, the issue was determined not to be an issue in production. This failure has been seen in the past as a root cause relating to improper loading into infusion pump. This is the most likely root cause of the incident. A device history record review could not be performed because a lot number l was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.